Event description:
Customer called to report that approximately 5 milliliters of pink-colored fluid was found in the drip tray of the unicel dxc 600 synchron system after the system displayed photometer errors. Customer noted that the source of the leak was reagent probe b. Customer also stated that the connector at the top of the probe was secure. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting, during which customer confirmed that the reagent syringe was also secure. The cts then generated a service request. The field service engineer (fse) inspected the instrument and found that the manifold wash valve for reagent probe b required replacement. The fse removed and replaced the wash valve to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).